Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins). It was reported that patient's internal device has completely died a number of times in the last month and while they charge it up to 100% and keep an eye on it afterward, they were curious what the consequences are and what they should look out for to make sure everything is still okay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.